Event description:
It was reported that during a vena cava filter placement procedure, filter deployment and positioning difficulties occurred. The procedure was done under general anesthesia. The lesion was located in the vena cava. The lesion details are unk. The 12 french jugular titanium filter was attempted to be deployed, and failed to open fully because there was at least 1 or 2 limbs that were noted to be crossing each other. A smaller catheter was placed through the sheath in an attempt to uncross the legs. The physician used snare to uncross the legs. The snare then became tangled in the filter. Another manufacturer's filter was implanted above the titanium filter. Multiple attempts were made to remove the snare using different sheaths. After placing a sheath and disengaging the snare from the hook portion of the titanium filter limb, the snare and filter handle were removed from the pt. The filter remained implanted. The pt was transferred to the recovery room after extubation in stable condition.